Event description:
It was reported that during an unknown procedure and during a cleaning of the blade tip with a wet tissue, the blade tip broke off (did not fall into the patient). No patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and cracked. The device was tested on the generator and an error code 5 was given. This error is caused by blade damage. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error. The batch history records were reviewed with no anomalies noted during the manufacturing process.